Manufacturer narrative:
The device history record (DHR) was reviewed on 5/15/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor cpx 4 breast tissue expanders with suture tabs 550cc, catalog: 3549314, serial number: (B)(4), lot: 7428803. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent bilateral mastectomy and primary breast reconstruction with mentor cpx 4 breast tissue expanders with suture tabs 550cc. Complications were reported post procedure. As a result, the tissue expanders were explanted from the patient. At the time of this report, mentor has received no information on when the tissue expanders were explanted. This report is for the left breast prosthesis.